Event description:
It was reported that the scale was not accurate. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Load cell. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.